Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading at the time of the call was 109 mg/dl. It was stated that the customer had been experiencing low blood glucose levels for the past three hours. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump passed the self test. The caller also reported that the insulin pump was submerged in water. It was stated that the customer did not want a replacement at this time, and would be calling back as he will be considering upgrading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.